Event description:
A malfunction alarm was reported by the customer, identified with malfunction code 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, and assisted the customer with the reset process.